Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical 8.5 french sr0 sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for symptomatic premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 500 ml. Post-procedure echocardiogram revealed no effusion. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was secondary to catheter manipulation. At an unspecified point, a high force error populated and the catheter was retracted. No transseptal puncture was performed. A st. Jude medical 8.5 french sr0 sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min during mapping. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/9/2018. The device was visually inspected and the shaft next to the handle was found bent. Deflection testing was performed, and the catheter failed. Failure analysis was performed. The catheter was observed under the x ray machine and the t bar was found to have slid down, causing the improper deflection condition. The magnetic sensor was tested on the carto. The catheter was properly visualized, and no errors were observed. The force sensor was tested and found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found to be within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the t bar slippage cannot be determined. However, an internal corrective action was created to investigate this issue. Manufacturer ref no: (B)(4).